Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted (B)(6) 2013; 3037 neuro programmer, implanted: unknown; 419688 lead, implanted (B)(6) 2013; 3058 interstim urinary mgu ipg, implanted (B)(6) 2013; 3889-28 interstim urinary mgu lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that a remote transmission was received due to the patient having received several shocks. A review of the transmission revealed the device had delivered appropriate therapy. However, it was noted that the right ventricular (rv) lead had low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.